Manufacturer narrative:
Results - exposed sharp edges on siderail from customer misuse.

Event description:
It was reported by service report that the foot right side rail was damaged and there were sharp edges. No pt involvement or adverse consequences are reported.